Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type h3: analysis of the 97745nt programmer (ptm) (s/n ) revealed blank/white/pixel multicolor/no display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the ins (s/n (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was explanted and replaced with a different ins and would be returned for analysis.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said that their controller was not working properly for it was acting up earlier this week. Pt said that their stimulator itself was shutting off by itself. They would be fully charged and then it would shut off on its own. The pt would have their therapy on when they would go to work and when they would come back to turn therapy up the stimulation would be off even though their battery was at 100%. Pt was extremely escalated and hard to hear/understand. Pt made a comment stating there was no error messages since monday and then the therapy changed on its own/ the pt was on group c and it was working then they were not feeling anything, pt had been struggling with it all week for it was not stimulating. Last night they got it feeling stim and was able to recharge. The pt then went to and when they woke up they were in so much pain; pt went to look and all their settings on group c was at 0 for the intensity for all their programming on c reset to 0. When trying to turn it back up the pt had it to 8 and it was not stimulating them when sitting up so they turned if back down to what the intensity was normally set at. The pt then went to a and it was just fine and it was set way lower, pt went to b and it was set to half at maybe 3.8 intensity. But the pt did not feel main therapy on group c for it was messing up. When asked for an event date pt said the controller had been screwing up for two or three weeks and they would be in a position where they could not feel therapy and when they would crank it up they would feel fine. Agent tried to redirect pt to their hcp but was very escalated yelling at agent. Pt claimed on thanksgiving weekend that was last time they had their settings changed majorly for they met with a rep in person and they got it all worked out. But now their controller was set at one thing and not putting out. Pt worked at the airport and was near an x-ray and the stimulator kept turning off. Pt claimed they have already met with their manufacturing representative (rep) for reprogramming who resolved this issue and it was doing this again. Agent was trying to gather notify date but pt kept claiming they already provided that and was insulted and got more escalated. Pt was told by their rep that when this issue happened again to call to get the controller swapped out because pt got the ins already looked at and the pts airport x-rays they are by screwed the controller up itself. Pt could be going through a body imager and it screwed up their controller and it took the pt to their knee. Pt noted that they already reported this already that before thanksgiving their controller would not respond or turn on when they press any buttons. Also this week with their controller when they were trying to recharge the ins it would be recharging excellent and it would go to a not normal screen that should not have come up showing numbers with ratios with a signal (agent understood passive recharge mode). During call pt verified no damage to the controller port, pt did not have rtm with them on call but due to escalation agent is requesting a new controller. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient said they had nothing but pain and they should have gone with another company. Agent had a very difficult time hearing pt and documented to their best of their abilities. Manufacturing representative (rep) reported that they were not made aware of stimulator consistently turning off, rep reported that in the past patient has called and reported that stimulator is not working/not getting relief, rep would meet with patient and there would be no issues with ins or therapy. Rep reported that to their knowledge ins is working with no issues or therapy concerns.

Manufacturer narrative:
H3: product ID: 97715, serial# (B)(6) was returned but analysis has not yet been completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.